Event description:
It was reported to philips that the device's shock button was not functioning. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced and found problem in external paddles not working need to replace the external paddles. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the external paddles the part was confirmed shipped to the customer for replacement to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem . No further investigation or action is warranted.